Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The attachment device was evaluated and it was determined that the set-screw coupling had broken off. Therefore, the reported condition was confirmed. It was also noted that there was corrosion on the internal components. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during testing, it was observed that the bolt on the attachment device broke off while cranking it open to confirm if oiling was needed. It was reported that the device has gradually been more difficult to open and close for the last two or three months. There was no human patient involvement as this device is for veterinary use only. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.